Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had three surgeries in 2014. The surgeries were not related to the device/therapy but were related to her back. The patient stated that the therapy was not covering the pain area and she had to have three back surgeries. The first one was in (B)(6) 2014 and at that time, the patient stopped using her therapy and did not charge her implantable neurostimulator (ins) for a long time. The patient called to ask if she could start charging again since the ins battery went down. It was asked when the patient realized that the ins battery went down and that she was not able to charge. The patient did not know and said that she did not try charging. The patient chose not to charge and did not try her equipment yet. It was reviewed that the patient's ins might be in overdischarge. In 2014, the device was not covering the pain area and the patient had to have three back surgeries. The first one was in (B)(6) 2014 and the patient chose not to charge or use the device since then. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Event date: 2014.